Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was leaking the following information was received by the initial reporter with the following verbatim: date of occurrence: 1/28/24. Description of what happened: tpn leaking from trifuse filter. Product # and lot#: mz9270 lot# not included in the incident report filed. Was the course of treatment altered: no, trifuse replaced and tpn resumed. Blood sugar remained stable. Any harm to patient: no.

Manufacturer narrative:
Pr 9670862 is being cancelled as this is a duplicate of pr 9626315.

Event description:
Material#: mz9270, batch number#: unknown. It was reported by customer that tpn leaking from trifuse filter. Verbatim#: rcc received a complaint via email. Email(s) attached. Date of occurrence: (B)(6) 24. Description of what happened: tpn leaking from trifuse filter. Product # and lot#: mz9270 lot# not included in the incident report filed. Was the course of treatment altered: no, trifuse replaced and tpn resumed. Blood sugar remained stable. Any harm to patient: no.